Event description:
Covidien premium surgiclip applier 13" large would not fire and handpiece was sticking to itself. Clip applier passed off field and saved in original package. New clip applier opened, worked with no complications. Procedure proceeded successfully and safely. FDA safety report ID# (B)(4).